Event description:
A surgeon reports a lens exchange was performed six weeks following cataract surgery due to a scratch noted on the intraocular lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. Both haptics were bent and the optic was scratched. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.